Manufacturer narrative:
B1. Adverse event/product problem: product problem, adverse event b2. Outcomes attributed to ae: required intervention h1. Type of reportable event: serious injury h6. Health effect - impact code: f23, f1905, f2301 investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the intensive care unit nurse discovered an air leak in the tracheal cannula while treating the patient. The nurse replaced a new one. There was patient involvement and no patient harm/adverse event reported.